Manufacturer narrative:
Eval summary: the lens was returned for eval. Optic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported issue could not be determined by the product eval. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damaged is most likely related to customer handling. There have been no similar complaints reported in the lot number. Add'l info was requested (B)(4) 2012 by fax, phone and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A technician reported following intraocular lens (iol) implant surgery, the lens was exchanged for a monofocal lens. In a follow-up, a technician reported the lens was exchanged because the pt failed to adapt to the multifocal lens. She stated following the exchange "the pt is doing fine." There are two medical device reports associated with this event. This report is for the first pt.